Manufacturer narrative:
The manufacturer previously reported an issue related to the active exhalation control module was observed and the active exhalation control module was replaced to address the issue. During the evaluation of the device, the ventilator failed a test step during testing. The device's interface board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.